Manufacturer narrative:
The patient sample was not available for investigation. Calibration was last performed on (B)(6) 2024 with acceptable results. Incomplete qc information was provided. The sample was spun down for 10 minutes at 4150 revolutions per minute (rpm). This spin speed may be faster than recommended. During a review of the alarm trace data, "abnormal aspiration" and sample probe errors were observed. These alarms are indicators of possible poor sample quality. The field application specialist (fas) stated the issue was due to the patient sample. The patient was taking 75 mg of eltrombopag per day. According to the manufacturer of eltrombopag, the medication is "highly coloured and so has the potential to interfere with some laboratory tests.". As the sample is no longer available for investigation, the specific root cause could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Section b7 was updated.

Manufacturer narrative:
The c502 module serial number was (B)(6).

Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 2 patient samples tested for bilt3 on a cobas 8000 c 502 module. An example was provided for 1 patient sample. The bilt3 result was 0.9 mg/dl. The serum index results were normal but the sample appeared brown/green. The customer did not repeat the sample on the c502 module as they did not believe the result would be correct.

Manufacturer narrative:
Section d10 was updated.